Manufacturer narrative:
A user removed bottle 11 (ipa) from the instrument for 12 seconds at 8:59 am on (B)(6) 2013, which is not sufficient time to complete manual replacement of the reagent, in response to information displayed in association with an error code indicating that a protocol could not be run because the properties of ipa in the reagent stations 9-12 inclusive did not meet the requirements for use in the final dehydration step. The reagent station properties were re-set at 8:59 am on (B)(6) 2013, which set the ipa concentration in bottle 11 to the default of 100%, and reset the number of cassettes processed, and the number of cycles and days to zero. The properties of the reagent in bottle 11 prior to the user action were: ipa concentration = 94%, cycles = 115, cassettes processed = 3222 and days = 92. These properties remained unchanged as the reagent was not physically replaced. Bottle 11 was then used for the final processing step prior to the wax infiltration steps in the protocol from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ipa is 95%. The consequence of using ipa at a concentration less than the minimum required re-introduction of water into the tissue which cannot be displaced in subsequent processing steps. The leica peloris/peloris ii user manual contains the following warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica microsystem received a complaint regarding sub-optimal processing of tissue samples from a "skin program." The complainant described the tissue as over-dehydrated. Telephone support was provided by a leica field support specialist (fss) in association with this complaint. Information provided to the fss by the lad indicated that all reagents (including the wax in all wax baths) had been replaced subsequent to the identification of sub-optimal tissue processing, and the instrument has returned to routine use. On (B)(6) 2013, leica microsystems received information that all sample exhibiting sub-optimal processing were diagnosable.